Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor's check was found to be failing on insertion searchlight assembly. Once testing was completed, the insertion searchlight assembly was tested and was verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a failure in the insertion, searchlight chip encoder virtual absolute (cva) causing a gravity compensation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer called to report that they had a recoverable fault on the universal surgical manipulator (usm2) during system start up. There also was a message, "saying check arm spacing, check for obstacles", but there were no obstacles and usm2 was free. Prior to calling technical support engineer (tse), they moved the usm to a different position, exercised the port clutch clearance button, and rebooted the system many times. Error finally was cleared, but after a few minutes the issue returned. They decided not to use usm2 for the rest of the surgery. Tse checked error logs and found error 22023 pointing to gravity compensation issue. According to the nurse the usm2 was yellow, but there was no error code displayed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were placed when the issue occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm2. A follow-up MDR will be submitted if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.